Event description:
It was reported that syringe 10ml reg pr saline 10ml fill had foreign matter. The following information was provided by the initial reporter: it was reported that flush syringe had light-brown particles floating throughout the syringe. Per complaint details received: mom of patient reported the discovery of a contaminated sodium chloride 0.9% 10ml flush containing light-brown particles floating throughout the syringe. Patient was injected with 2ml of the contaminated solution. Patient was taken to pediactric clinic for evaluation and culture of syringe. The cultures have not resulted in any positive growth. Patient has no further complaints or issues at this time.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 1027330. The review did not reveal any detected abnormalities during the production process that could have directly contributed to the reported defect and all quality tests were found to be within specification. It was determined that all relevant in-process inspections met requirements for this lot. These inspections include hourly sampling of blister package integrity for confirmation of sterile barrier, blister packaging burst testing, endotoxin bioburden, assay, and ph testing, and environmental monitoring of the fill room. The finished product also was within specifications per finished product testing prior to release. It was ensured that the product was fit for its intended use. To aid in the investigation of this issue, two picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, foreign matter within the syringe could be observed; however, without the physical samples, further analysis could not be performed to identify the type of foreign matter and its source. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident. There is no evidence to indicate that the posiflush syringe was responsible for any possible patient reaction. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml reg pr saline 10ml fill had foreign matter. The following information was provided by the initial reporter: it was reported that flush syringe had light-brown particles floating throughout the syringe. Per complaint details received: mom of patient reported the discovery of a contaminated sodium chloride 0.9% 10ml flush containing light-brown particles floating throughout the syringe. Patient was injected with 2ml of the contaminated solution. Patient was taken to pediatric clinic for evaluation and culture of syringe. The cultures have not resulted in any positive growth. Patient has no further complaints or issues at this time.